Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact to update and recertification of the device. This does not indicate a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.